Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 252 mg/dl and a bolus of insulin was delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issue was identified. The customer changed the infusion set tubing. The bg level was declining (223 mg/dl). Tandem customer technical support (cts) followed up with the customer later in the day and the bg was 326 mg/dl. The customer declined further follow-up from cts.